Manufacturer narrative:
The reported failure of display issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A trilogy 100 ventilator, u.s.a - bt device was returned to a third-party service center for evaluation. There was no patient harm or injury. During the evaluation, the device failed the test lcd screen and the test internal li-ion battery power source functional test steps. The trilogy lcd kit was found to be damaged and was replaced to address the failed test steps. Additionally, the service technician confirmed "error codes: na". The rubber feet were missing, the rear enclosure assembly was cracked, the enclosure seal kit was damaged, the top plate enclosure kit was cracked, and the front case was damaged; all of which were replaced to address the issues. After the evaluation and rework were complete, the device passed all final testing.